Event description:
A customer reported that the units of measurement of their freestyle flash had changed. There was no report of death, serious injury or mistreatment. The customer's meter has been returned and an investigation is underway.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.